Event description:
During a popliteal vein procedure, the physician was trying to declot or remove a stenosis from the vein. The patient was lying prone. At the end of the case, the short performer sheath was pulled and it was found that the plastic shaft of the sheath separated from the hub, inside the patient. A cut down was then performed to remove the sheath. Once the sheath was pulled, they closed up the vein and sewed the patient up. The patient is recovering fine.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition: the sheath had separated about 1cm below the hub. Near the point of separation, there is an approximate 1mm long longitudinal slit/nick in the sheath exterior wall. The device appears to tear from this point while the remainder of the separation shows elongation and thinning. The flare of the sheath is intact within the hub and the separated device was returned with the dilator inserted. No notable damage to the dilator was observed. Per quality control specification, there is 100% inspection, confirming the surface of the sheath is free of excessive dents, bumps, or scratches. From the evidence observed, it appears that the noted nick/slit in the sheath exterior wall instigated the failure; however, it cannot be determined with certainty if this damage occurred during manufacture, shipment, handling or use due to patient anatomy, improper use or caused by another device. The appropriate internal personnel have been notified and we are continuing or monitoring of similar complaints. A risk analysis was performed by quality engineering. It was determined that with the addition of this occurrence, the risk priority number will remain at an acceptable level.